Manufacturer narrative:
The pump was returned to animas and evaluated on 3/27/2017 with the folloiwng findings: no overheating duplicated during testing. Pump electrical current draws found within specification. Pump opened no damage or evidence of internal moisture found. Battery compartment is cracked alongside of pump. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue: the battery is overheating, extremely hot and unable to be touched. The complaint is reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/19/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/28/2017 with the following findings: review of the black box data and download history did not reveal any data related to the complaint. The pump was powered on and the electrical current draws measured. The electrical current draws were found to be within specifications. The pump was opened for further investigation; there was no evidence of internal moisture. Investigation did not reveal any evidence of a temperature issue; the complaint was not duplicated. Unrelated to the original complaint, the battery compartment was noted to be cracked. (B)(4).